Manufacturer narrative:
The device was not returned for eval at the time of this report.

Event description:
The customer alleges that the handle is not providing constant light during intubation. No report of a pt injury.